Manufacturer narrative:
Additional information was received that a suture repair was performed. It was reported that the minimum access diameter was 6.2 millimeter (mm). The left side was used as the access site for the delivery catheter system (dcs) and it was reported that an inline sheath was used. Per the physician, the inline sheath caused or contributed to the vascular injury of the left external iliac artery. The delivery catheter system (dcs) lot number was provided and populated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a surgical repair was performed be cause the vascular intima of left external iliac artery (eia) ¿peeled off ¿. No additional adverse patient effects were reported.